Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 23 mg/dl at the time of the incident. The customer was asleep at the time of the incident, and may have rolled over on the pump and delivered 4 units accidentally. The customer was given intravenous glucose and food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also complained about the pump back light setting and the screen timeout feature that would allow his pump to lock the keypad. The insulin pump will not be returned for analysis.